Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a power error alarm. The customer's blood glucose levels were 224 mg/dl at the time of the incident. The customer stated that the alarm had occurred multiple times. Troubleshooting was provided. The power error alarm was not resolved. The insulin pump will return for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, sleep current test and active current test